Event description:
Complainant alleged that while doing a demonstration of the device, defib electrodes were placed on a (B)(6), male participant for demonstration. The device returned a "shock advised" determination and the user pressed the device's shock button. A 120 joules were delivered to the participant. Complainant indicated that the participant was conscious after the delivery of energy, and was transported to the hospital and had a normal ECG rhythm.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.